Event description:
Customer reported experiencing constant occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer did not provide further details and declined troubleshooting assistance, therefore no additional information was obtained.